Manufacturer narrative:
Beckman coulter service was not dispatched for this event because the customer was able to troubleshoot the leak with the customer technical support (cts) over the phone. The customer noticed a leak at the probe and bleached the waste line for the probe wipe and the leak was fixed. The customer verified that the instrument was running without any leaks. The cause of the leak was a clogged probe wipe waste line. Beckman coulter internal number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter ac *t diff 2 analyzer. The volume of the leak was about 2 ml and was contained within the instrument. The material safety data sheet (msds) was reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated for this event. There was no death, injury or change to patient treatment.